Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). The pad-pak was first successfully installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between the (B)(6) 2013 and the (B)(6) 2014. Later on this date an increase in voltage was observed and the device passed a self-test. The device records multiple manual power ups mainly of ten minutes duration on the (B)(6) 2014. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The voltage fluctuations and low battery fails can be attributed to the pad-pak not being properly seated in the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.